Manufacturer narrative:
Updated fields b4 d9 g3 g6 h2 h3 h6 type of investigation, investigation findings investigation conclusions h11. Corrected field d4 lot and UDI number. A leak was discovered at the three-way stopcock connection of the sheath introducer while introducing the trp4046 the device was identified as defective and replaced with a new iab of the same size allowing the procedure to continue without delay the patient experienced no harm and required no additional treatment. No decon or visual inspection performed since product was not returned and could not be evaluated therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by the customer that to introduce the intra-aortic balloon trp4046, the included sheath introducer was inserted into the patient and flushed, but a leak was confirmed from the three-way stopcock connection on the side port. There was no patient harm or injury reported.